Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the patient's pacemaker was in back-up vvi mode; premature battery depletion was suspected. On (B)(6) 2021, the physician elected to explant and replace the pacemaker. Patient condition was stable before, during, and after procedure.

Manufacturer narrative:
The reported event of backup mode was confirmed, premature discharge of battery was not confirmed. The device was received in backup operation. Analysis of the device image indicates backup mode was caused by code corruption triggered by unknown source. Analysis of battery was normal. No anomalies found.